Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain/ severe pelvic pain when not menstruating/ pelvic area pain'), abortion spontaneous ('miscarriage/ pregnancy (stillbirth or miscarriage)'), post abortion haemorrhage ('vaginal bleeding') and pregnancy with contraceptive device ('pregnant') in a (B)(6) female patient who had essure (batch no. 919032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2014. The patient's medical history included head injury, brain operation, wisdom teeth removal, loop electrosurgical excision procedure (for abnormal cells), multi gravida and parity 2 (live births: (B)(6) 2002, (B)(6) 2010). Concurrent conditions included uti, breast lump, galactorrhea, vaginal swelling, bacterial vaginosis, sexual problem, vulval abscess, latex allergy, allergic reaction to analgesics and type 1 diabetes mellitus. Concomitant products included insulin from (B)(6) 2013 to (B)(6) 2018 for type 1 diabetes mellitus as well as from (B)(6) 2013 to (B)(6) 2013, anilides from (B)(6) 2012 to (B)(6) 2018, anilides from (B)(6) 2012 to (B)(6) 2018, midol from (B)(6) 2012 to (B)(6) 2018, metronidazole from (B)(6) 2013 to (B)(6) 2013 and sulfamethoxazole;trimethoprim (bactrim) from (b(6) 2013 to (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("abnormally severe pain during menstruation/ dysmenorrhea (cramping)"), migraine ("migraine headaches/ migraines"), alopecia ("hair loss"), rash pruritic ("rashes and itching/ rashes/itching"), fatigue ("chronic fatigue/ fatigue") and headache ("headaches"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding/ heavy bleeding and clotting during menstruation/ prolonged menses/ abnormal bleeding(menorrhagia)"), abdominal pain lower ("lower abdominal pain and cramping when not menstruating/ lower abdominal pain"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections/ vaginal infection"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), vulvovaginal pain ("vaginal pain"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with nausea. In (B)(6) 2014, the patient experienced post abortion haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced discomfort ("increasingly severe discomfort"), back pain ("chronic back pain/ severe back pain when not menstruating/ back pain"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), dysgeusia ("metallic taste in mouth"), skin irritation ("skin irritation"), skin disorder ("skin conditions") and abdominal distension ("bloating"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, rash pruritic and abdominal distension had resolved, the abortion spontaneous, post abortion haemorrhage, pregnancy with contraceptive device, vaginal haemorrhage, headache, vulvovaginal pain, cystitis, urinary tract infection and skin disorder outcome was unknown and the discomfort, back pain, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, migraine, alopecia, dysgeusia, skin irritation, vaginal discharge, vaginal infection and fatigue had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, back pain, cystitis, discomfort, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, post abortion haemorrhage, pregnancy with contraceptive device, rash pruritic, skin disorder, skin irritation, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: patient has not yet been able to undergo surgery to remove the essure micro-inserts and still suffers to this day from the symptoms. Essure did not worsened a previously existing injury/condition. Essure did not caused birth defects. As per pfs, onset date of dyspareunia was (B)(6) 2012. She miscarried at 8 weeks gestation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Bacterial test positive: on an unknown date: results: bacteria in urine. Pregnancy test - in (B)(6) 2014: results: positive. On (B)(6) 2012, hysterosalpingogram (hsg test) confirmed full occlusion of fallopian tubes coils properly placed, total bilateral occlusion. In (B)(6) 2014, to determine whether patient was having a miscarriage, physician ordered lab work (unspecified). The results of those tests indicated that patient was approximately eight weeks pregnant, and physician further confirmed that she was having a miscarriage. On (B)(6) 2016, final pathologic diagnosis, a. Endocervix(, curettage: tiny pieces of benign lower uterine segment/upper endocervical mucosa b. Cervix, 3 o'clock, biopsy: low-grade squamous intraepithelial lesion. Impression: abnormal pap. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: pfs received : case was updated from other event to incident. Outcome of rash, abnormal bleeding/blood clots was changed from not recovered/not resolved to recovered/resolved. Following events were added :bloating. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.